Manufacturer narrative:
D9 device return date has been updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed. This is 1 of the 2 report, where this report represents the aic and the other report is for pump.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that they encountered an automated impella controller (aic) battery issue. It was reported that when the nurse unplugs the aic from red plug, the battery immediately goes from 100% to 50%. Then, the nurse plugs aic back in and aic begins charging and eventually goes back to 100%. There was customer concern that the aic would potentially stop charging and cause a pump stop.